Event description:
"Small fragment of posterior ceramic rail broke off during sawing. Fragment removed from wound and surgeon continued to complete the bone cuts."

Manufacturer narrative:
Summary of eval: the results of the investigation performed indicated that this event is related to a trend of similar events where ceramic rails have fractured. The results of the investigation concluded that the root cause of this trend is design related. Contributing factors to this root cause include the diameter and proximity of the ceramic rail to the anterior and posterior faces of the cutting block, as well as the elastic properties of aluminum, compared to that of ceramic. Based upon the results of the eval risk assessment conducted and a field corrective action was initiated on (B)(4) 2009. FDA product recall number: 2249697-12/14/09-012-r.